Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing a malfunctioning device that had stopped cycling. The physician suspected that the issue was due to wear and tear. A surgical procedure was performed in which the pump and cylinders were removed and replaced with a new tenacio device. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing a malfunctioning device that had stopped cycling. The physician suspected that the issue was due to wear and tear. A surgical procedure was performed in which the pump and cylinders were removed and replaced with a new tenacio device. There were no patient complications reported.